Manufacturer narrative:
The data files were returned and analyzed. The data files showed at least 24 applications were performed with an afapro28 balloon catheter with lot 00949 without any issues on the date of the event. The clinical issue (phrenic nerve palsy) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The risk of the patient being under general anesthesia without full therapeutic effect is the other adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred when ablating the right superior pulmonary vein (rspv). The case was aborted with the patient under general anesthesia. The pnp did not resolve upon discharge. The patient was asymptomatic. No further patient complications have been reported as a result of this event.